Event description:
(B)(4). Extreme itching to point of waking up with bloody limbs from scratching, extreme dry eyes. (Reported to eye doctor), then in (B)(6) became very ill until about february- extreme fatigue, brain fog, swollen glands, swollen hands, legs, ankles, feet. Went to die or for tests, prescribed three different antiviotics at that time, nothing seemed to help. Doctors could find no reason for the extreme long lasting illness. Tested for (B)(6) and the flu- both negative. Cleared up in (B)(6). In (B)(6) my knees became excruciatingly painful. It became difficult to walk and sit. Completely gone in (B)(6). I have more mood swings and anxiety, in (B)(6) 2014 my mother started complaining about how bloated my belly had become, and about how my eyes had very dark circles around them.